Manufacturer narrative:
(B)(4). This report is being submitted to relay on initial information and investigation results. Concomitant medical products: unknown bone cement, catalog#: ni lot#: ni, unknown cpt 6 degree taper stem, catalog#: ni lot#: ni, unknown head, catalog#: ni lot#: ni, unknown cup, catalog#: ni lot#: ni. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2017-08045. Reported event was confirmed through review of x-ray report. An x-ray assessment was performed which states that the femoral head located eccentrically within the acetabular cup superiorly suggesting wear or damage of the acetabular cup liner. There is radiolucency at the inferior acetabulum which may be the appearance of the bone after displacement of the cup and cement or could be due to osteolysis or bony remodeling. Device history record review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that a patient had a right total hip revision approximately 20 years post primary surgery, due to cup loosening. During the revision, the cup, liner and head were replaced. Attempts have been made and additional information on the reported event is unavailable.